Event description:
Procedure type: proctectomy. According to the reporter: after the first firing, the surgeon found the rectum was not stapled and the rectal lumen was exposed. The incision was extended by more than 3cm to suture the rectum. There was tissue damage as a result of this problem. The case was extended by more than 30 mins. The pt is under observation.

Manufacturer narrative:
(B)(4).